Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the last basal delivery was noted to be on (B)(6) 2013. A review of the black box history revealed no activity outside of normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on and displayed the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was exercised for 24 hours; no alarms or any delivery interruptions occurred during testing. The pump was exercised for 29 hours with no delivery issues. Boluses were successfully performed using the ¿advanced bolus¿ function. The pump history accurately recorded boluses in the correct time and order. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the patient experienced high blood glucose. No bg values or symptoms were reported. It was noted that the distributer performed troubleshooting on the pump. No delivery issues were noted. There were no issues noted with the programming/settings on the pump. There was no indication as to the cause of the patient's high blood glucose. This complaint is being reported because the reported issue was not resolved during troubleshooting.